Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. We will close this complaint as not confirmed as no further analysis can be done. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that a pregnant woman came to the hospital on (B)(6) 2024 due to "fetal distress, twin pregnancy, and premature rupture of membranes". After admission, cesarean section was performed due to fetal distress, and after delivery of the fetoplacenta, the doctor used synthetic absorbable surgical suture to suture the abdominal incision for the parturient, which was operated normally. When suturing to the musculature layer, the surgical suture used broke, and the doctor immediately explained to the parturient and replaced the synthetic absorbable surgical suture to treat the patient. This adverse event delayed the patient 's treatment and caused no serious adverse event. No further information has been received.